Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, the physician was able to successfully deploy a ruby coil. The physician then attempted to advance another ruby coil; however, it met resistance. Upon retraction, the ruby coil unintentionally detached. The ruby coil was successfully implanted using a syringe and saline and the procedure continued using a new ruby coil. While advancing the ruby coil, the physician retracted it and the ruby coil unintentionally detached. The ruby coil was advanced into the aneurysm using a syringe and saline. The procedure successfully continued using another manufacturer's coils.

Manufacturer narrative:
Conclusion: the product was implanted in the patient and not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00276. The device was implanted in the patient.